Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as itchy indentations causing a bruise. There was no alleged device malfunction contributing to the irritation. The patient¿s physician suggested to apply aloe vera gel and disinfect with alcohol for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.